Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the roller pump display to a lab use only (luo) roller pump. The pst verified that the output display and controls on the panel functioned as intended. The roller pump was left operating two hours with no loss of information on the screen. The display to pump board cable was agitated and did not produce any disruptions. It was determined that the roller pump display met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display was blank. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the roller pump display. Release testing was performed. The unit operated to the manufacturer's specifications.